Manufacturer narrative:
Device returned for evaluation (B)(4) 2013. Concomitant devices: 8253200, patient interface 8253200 response 3.0, s/n (B)(4), lot 205800026 manufactured: march 30, 2012, 510k: k083124 etn 8220325, muting probe 8220325 nim, 0205813136 manufactured: april 3, 2012, 510k: k083124 etn. Evaluation summary: three devices were returned for evaluation, the mainframe (8253001), the interface (8253200) and the muting probe (8220325). During analysis the devices were tested in accordance to sri. The unit passes all electrical, functional and safety tests. The mainframe was tested with the interface cable and a resistance check was performed on the muting detector probe. The values were in range but there was a small crack in the ferrite on the muting probe. No fault was found with any of the devices.

Manufacturer narrative:
The serial number for the product in this event has been changed to 1nr3-1383 and the lot number has been changed to 205715675 due to review of prior repair history and sales for this facility. Device manufacture date is confirmed to be (B)(4), 2012.

Event description:
It was reported that during a case when the device was on a nerve, the nerve did not respond, thus the nerve was cut. It is believed to be a nerve that affects the ability to blink. It was confirmed that the device was checked prior to the case and passed initial set up.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Evaluation summary: no product analysis results are available, user did not return device for evaluation. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.